Event description:
It was reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, and after leaving pump connected to working outlet for at least 30 minutes with original charging supplies, pump began charging, pump did not shut down or become unable to turn back on, and no further assistance was required.